Event description:
The customer called to report no delivery alarms. The customer also reported being hospitalized for diabetic ketoacidosis, with a blood glucose reading of 640 mg/dl. The customer had ketones and hyper tension. Troubleshooting was performed and the insulin pump failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.